Manufacturer narrative:
DHR review is not required because the product was returned for evaluation. The service technician could not replicate the failure noted in the complaint with the returned unit. No additional action is necessary. Engineer's findings: 'unit set up and evaluated, upon inspection there was no issues found with the scaler as all repair, functionality and calibration checks were passed. Temperature was taken at the insert tip with the scaler running at full power and with the waterflow set at 35cc/min, temperature was measured at 30.5 degrees celsius which is well within operating parameters. Possible causes of the insert tip overheating is poor waterflow, check that the waterline filter is not clogged as this can cause significant drops in waterflow rates if the filter is not changed regularly, also if you are using a chairside portable bottle for your water supply please check that there are no leaks in the system and that the pressure inside the bottle is at least 20psi. Overheating insert tips are also a common sign that the insert tip is worn and will need replacing. Operating the insert tip at a high power level but with the water control on the handpiece lead socket set low can also lead to high levels of heat being generated as there isn't enough waterflow to keep the handpiece cool, the more power you require the more the water control needs to be turned up to keep pace with the extra power required. Handpiece lead was tested for continuity with no issues found. A new o ring was fitted as the old one was worn. Repair, calibration and functionality checks carried out, unit running ok.'

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a cav.plus tap-on, 240v-UK-g136 allegedly the inserts are overheating. No injury occurred.